Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ prn adapter cap was loose. The following information was provided by the initial reporter: (B)(6) 2022 after the ascites is placed in the abdominal drainage tube, the tube needs to be sealed with a heparin cap. After the doctor screwed on the prn he found that it was not tight enough, and it was easy to loosen.

Event description:
It was reported that the bd¿ prn adapter cap was loose. The following information was provided by the initial reporter: 2022-10-10 after the ascites is placed in the abdominal drainage tube, the tube needs to be sealed with a heparin cap. After the doctor screwed on the prn he found that it was not tight enough, and it was easy to loosen.

Manufacturer narrative:
A device history review was conducted for lot number 1313602. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.